Manufacturer narrative:
Evaluation result: bumper channel.

Event description:
It was reported by service report that the bumper channel was hanging off of the stretcher and it was sharp. It is unknown if there was patient involvement or if there were adverse consequences to report.